Event description:
Rn reports patient receiving blood. Went to spike unit of blood and spike from tubing set broke off of the tubing and was in the bag of blood. Blood was everywhere. Sequestered device....lab had to be notified to crossmatch patient for another unit of blood and to credit unit of blood which was wasted. Caused delay in patient receiving blood product.addt. Info. Obtained from the site:we do plan on retuning the device for evaluation purposes once we are contacted by the manufaturer.